Event description:
Related manufacturer reference number:2017865-2025-10473, related manufacturer reference number:2017865-2025-10475. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
The reported event was patient deceased. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.